Event description:
It was reported the pt is not receiving adequate stimulation and is having difficulty lowering and increasing the amplitude of her scs system. Additionally, the pt is experiencing stimulation in her stomach. A sjm rep was unable to resolve the issue with reprogramming. The physician decided to retrial the pt before proceeding with a lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.